Manufacturer narrative:
H10: a follow up was performed with the key market, and the responder reported that the hospital had a third-party company replace the motor control (mc) board. The device was returned to use. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint from the customer, reporing that the v60 ventilator displayed a 35 volt failure alarm. The device was in clinical use when the issue occurred, that patient was moved to a different ventilator without causing further harm to the patient. It was reported that patient experienced shortness of breath and inability to inhale oxygen normally.

Manufacturer narrative:
E1: (B)(6).